Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# lb4541, implanted: (B)(6) 2003, product type: lead. Product ID: 3708240, serial# (B)(4), implanted:(B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The consumer reported the patient's device quit working. The patient was to follow up with the health care provider (hcp). Currently, the patient did not have a managing hcp, but once they obtain the physician listings they will follow up with a new hcp. There were no patient symptoms reported. Medical history includes postlaminectomy pain. Additional information received stated the device will not charge. The charger issues an error sign. The patient was in the process of choosing a neurosurgeon and setting up a replacement operation. If additional information is received, a supplemental report will be submitted.